Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: vngd cr tib brg 10x71/75, cat: 183440, lot: 632850; vanguard cr ilok fem-lt 67.5, cat: 183030, lot: 231150; series a pat std 31 3 peg, cat: 184764, lot: 295950. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause for the reported issue is attributed to the patient's condition as patient is allergic to titanium. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision procedure due to a titanium allergy approximately one year post op. The locking bar and bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial knee arthroplasty on unknown date, subsequently, is indicated for revision due to metal allergy . No further information has been provided.